Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to a cobas 8000 modular analyzer series. The customers's meter is used for neonate testing, but the customer could not confirm if this patient's specimen was from a neonate. The patient¿s glucose result on the cobas analyzer was 2.61 mmol/l. The patient¿s glucose meter result "within a few minutes" was 3.3 mmol/l.